Event description:
The customer reported that the cine function was not working properly, resulting in a loss of subtraction. Road-mapping or other critical vascular cine functions. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The cine drive was replaced, the cine bridge controller board was reseated and the system software was reloaded. The system was then found to be operating as intended.